Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgment requiring medical intervention. Device issue: stent dislodgment. It was reported that the stent dislodged from the stent delivery system (sds) and was lost in the abdomen. The stent was snared and removed during the same procedure. No additional event or patient information is available.